Event description:
Pt had ptca/stent of lad. Rt. Groin accessed mynx closure device was used. Rt. Groin site oozed rest of day shift, bandage needed to be changed two times. Manual pressure and sand bag applied. Oozing subsided, pt stable.